Event description:
The customer reported that the system experienced an uncommanded shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv connections in the x-ray tube were evaluated and resealed. The system was tested and found to be working as intended and returned to service.